Event description:
While conducting an evaluation at cadaver lab the sales rep noted that the cranial access drills were breaking with little amount of force. Several drills exhibited breaking at the handle. No pt contact was reported. This occurred during neurospecialist training.